Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: coronary aneurysm requiring post-dilatation. Device issue: none. It was reported via an article in j. Invasive cardiol. 2008 may; 20(5), titled "coronary aneurysm formation in a pt early after everolimus-eluting stent implantation", that the pt developed a coronary aneurysm formation approx three months after implantation of the xience stent. Additional info was received from the physician on 8-14-2008, stating that the aneurysm was treated by post-dilatation with a bigger balloon and the results were checked with intra-vascular ultrasound (ivus). Additionally, clopidogrel and aspirin were prescribed. Reportedly, the pt is doing well. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Aneurysm, as listed in the instructions for use (IFU) is a known adverse effect that may be associated with the use of a coronary stent in native coronary arteries. This known patient effect is not necessarily an indication of a product quality issue. As there was no reported device malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality problem. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.